Event description:
Health professional reported replacement surgery was performed due to an alleged lap-band "leak". The surgeon noted that "one of the pillows in the band was leaking." The event was first noticed about a year from the replacement surgery when the pt complained of less restriction.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has been received by allergan, but has not been analyzed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."